Event description:
It was reported by repair work order that the customer alleged that the right hand side rail will not stay up and locked. Upon inspection of the unit by the service technician, it was identified that the patient-right siderail would not latch in the upright position due to a broken spring spacer.